Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4)¿ the dentist reported that 13 days after the dental implant was installed in intraoral region 7#, its non-osseointegration was observed. In addition, 50ncm of primary stability was achieved, the patient presented bone type ii, fenestration occurred during surgery and bone graft and immediate load were performed.